Event description:
Treatment of an aneurysm. It was reported that post pipeline deployment, the proximal end of the pipeline was not opened. A balloon was then used to open the proximal end but without success. The physician the use the solitaire ab stent and was able to open the pipeline. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).